Manufacturer narrative:
(B)(4). An alarm indicative of a potential malfunction of the disposable cassette was identified. The device was not returned and the lot number was unknown; therefore, a device analysis could not be completed. If additional relevant information is obtained, then a follow-up MDR will be submitted.

Event description:
This is a report of a system error 2240 (air in line/set) alarm that occurred on the homechoice device during peritoneal dialysis therapy. The registered nurse ended therapy and the patient planned to restart therapy with new supplies. There was no injury or medical intervention indicated at the time of the report. No additional information is available.